Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the increase in capture and increase in pacing impedance event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. A revision procedure was performed, however, the a replacement rv lead was unable to be implanted due to the anatomy of the patient. The rv lead remains implanted and in use. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.